Event description:
Patient reported pump did not push medication any longer. Product fault occurred while in use with the patient. No missed dose or adverse event reported. Pump available for return. No further information. Reported to (B)(6) by pt/caregiver.